Manufacturer narrative:
Section b5: additional information. On (B)(6) 2018, infection event is reported under MFR#: 2916596-2020-03429. Updated manufacturer's investigation conclusion: the report of an outflow graft obstruction could not be confirmed as there were no images or scans provided for evaluation; however, the evaluation of the submitted log files confirmed the report of low flow alarms. The account reported that the lvad flow increased after correcting the outflow graft, suggesting that the low flow alarms were caused by the outflow graft obstruction. A specific cause for the report of esophageal erosions and a positive guaiac stool test could not be conclusively determined through this evaluation, and a direct correlation with heartmate 3 lvas, serial number: (B)(6), could not be conclusively established. The controller event log file captured transient low flow hazard alarms throughout on (B)(6) 2018, associated with the calculated flow intermittently decreasing below the low flow threshold, reaching values as low as 1.4 lpm. These alarms lasted up to approximately 1 hour in duration. The controller periodic log file also captured a low flow hazard alarm on (B)(6) 2018 at 12:27:07 pm; however, an exact duration of this alarm could not be conclusively determined through this evaluation. Despite the observed alarms, the pump appeared to have functioned as intended throughout the submitted data. The patient remains ongoing on (B)(6) and no further related issues have been reported at this time. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document states that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information states that patient was admitted on (B)(6) 2018 for low flow alarms. CT angiogram showed severe extrinsic compression of the outflow graft. In addition, patient had positive blood cultures and a tagged white blood cell (wbc) scan on (B)(6) 2018 that was concerning for possible lvad pump infection and driveline infection. After a multidisciplinary discussion, plan was to pursue a pump exchange and outflow graft revision. However, upon further investigation of the CT imaging it appears that the driveline is adherent to the liver, stomach, and in close proximity to the colon which make removal of the entire pump very high risk. The plan was then changed to evaluate the outflow graft, relieve the obstruction, and culture the pump. The anesthesiologist requests a diagnostic esophagogastroduodenoscopy (egd) due to her recent history of esophageal erosions prior to doing a transesophageal echo (tee) to ensure an echo can be safely performed without causing injury. After the egd, the patient was prepped and draped for open heart surgery. A subcostal incision was made and carried down through the abdominal muscles. The driveline was exposed and there was no inflammation or purulent material around it. The diaphragm was then incised and the outflow graft was exposed. The bend relief was incised and a gelatinous material was expressed. The entire bend relief was opened longitudinally and all the gelatinous material was evacuated. At this time, the lvad flow increased and the pi level dropped. The interventricular septum was evaluated on the tee and noted shifting from right to left. The lvad rpm was then decreased to 5000 rpm. A drain was placed into the incision base. Additional information stated that the patient was found to have positive guaiac stools and hemoglobin of 7.6 on (B)(6) 2018. The patient was also noted to have multiple symptoms of fatigue, nausea, vomiting and diarrhea. Blood pressure medications were adjusted to achieve map goal of 70-80. The issue resolved without sequelae. No additional information was provided.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device: 3 years, 3 months. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the lvad system was producing near-constant low flow alarms due to known outflow obstruction which was scheduled to be repaired on (B)(6) 2018. On (B)(6) 2018, information was provided indicating that the patient was taken to the operating room for outflow graft revision. Fatty tissue was noted to have developed between, the bend relief and outflow graft causing obstruction. The bend relief was cut open to remove fatty tissue, flows improved. Nothing was removed or replaced. Patient stable and doing well post procedure. No other information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an outflow graft obstruction could not be confirmed as there were no images or scans provided for evaluation; however, the evaluation of the submitted log files confirmed the report of low flow alarms. The account reported that the left ventricular assist device (lvad) flow increased after correcting the outflow graft, suggesting that the low flow alarms were caused by the outflow graft obstruction. A specific cause for the report of esophageal erosions and a positive guaiac stool test could not be conclusively determined through this evaluation, and a direct correlation with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established. The controller event log file captured transient low flow hazard alarms throughout 19dec2018, associated with the calculated flow intermittently decreasing below the low flow threshold, reaching values as low as 1.4 liters per minute (lpm). These alarms lasted up to approximately 1 hour in duration. The controller periodic log file also captured a low flow hazard alarm on 18dec2018; however, an exact duration of this alarm could not be conclusively determined through this evaluation. The pump appeared to have functioned as intended throughout the submitted data. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Heartmate 3 lvas patient handbook, rev. C, section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document states that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4 and device manufacture date: additional information. Manufacturer's investigation conclusion: the report of an outflow graft obstruction could not be confirmed as there were no images or scans provided for evaluation. In addition, although the evaluation of the submitted log files confirmed the report of low flow alarms, a specific cause for these events could not be conclusively determined through this evaluation. The account communicated that the patient was having near-constant low flow alarms due to an outflow graft obstruction first identified on (B)(6) 2018. The patient went to the operating room for an outflow graft revision on (B)(6) 2018. Fatty tissue was noted to have developed between the bend relief and the outflow graft, causing an obstruction. The bend relief was cut open to remove fatty tissue and flows improved. No product was removed or replaced. It was reported that the patient was stable and doing well after the procedure. In addition, although the account reported that the patient had a ¿compromised-looking¿ driveline, it was noted that x-rays were negative for fracture or concern and the team did not suspect any concerns. The patient remains ongoing on (B)(4) and no further issues have been reported at this time. The heartmate 3 lvas IFU explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.